Event description:
Covidien received info that the 840 ventilator alarmed with severe occlusion while in use on a patient. The customer reported that the nurse was caring for a newly intubated patient and the ventilator alarmed with severe occlusion. The patient was removed and placed on another ventilator. Covidien inspected the device and could not duplicate the alleged malfunction. The customer reported they were using a non covidien disposable dual heated circuit, non covidien hepa filter (placed on the inspiratory side) and used heated humidity with no inline water trap.

Manufacturer narrative:
(B)(4).